Event description:
The customer stated that they were made aware of the problem when clinic staff notified her of the issue by email or phone. List and lot number was not provided. There was no obvious defect on the product. The tubing set was connected to the patient and the drug had infused by there was remaining drug in the chemolock set. The nurse trouble shooted the scenario and was safely and successfully able to fully flush the chemolock set and ensure the patient received their full dose.

Manufacturer narrative:
Additional information: b5 & d9. The complaint no flow/ can't prime / difficult to prime could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history report (DHR) couldn't be reviewed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The device is available for evaluation-it has not been received.

Event description:
The event involved an unspecified 15 micron filter that was not allowing back prime. The report stated that the nurses expected to back flush a nab-paclitaxel drug which requires a 15 micron in-line filter for infusion following drug administration. They were able to back flush to prime the line prior to drug administration but following drug administration, they were unable to back flush to clear the port of drug before continuing to the next drug infusion. There was no negative patient outcome. The entire drug dose had been administered down to the bottom of the secondary set. The line was removed, and another attached for the next drug infusion. There was patient involvement but no patient harm.